Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the handpiece overheated during a cataract surgery with intraocular lens (iol) implant. The surgeon felt that the handpiece got too warm. He decided to finish the procedure with it and stop using it afterwards. There was no harm to the patient or surgeon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. The phaco handpiece was returned for evaluation. A visual test was performed with no visual issues observed. A full functional test was then performed on the returned phaco handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated infiniti vision system for priming and tuning. The handpiece was found to pass all functional testing on the system in which the temperature was tracked in which it was found to not exceed the upper specification limit. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary. No sample was received for evaluation. The product met specifications at the time of release. The root cause remains inconclusive. (B)(4).